Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 100ml bag of lipids was programmed to infuse at 0.2ml/hr however after 12 hours the patient received 17ml instead of the expected 2.4ml over this period of time. As a result, the patient's triglyceride level was greater than 4800 and the patient's blood appeared "milky". Staff was unable to perform other lab tests because of the amount of lipids in the patient's blood stream, i.e. Cbc or abg. There was no report of lasting harm.

Manufacturer narrative:
Patient weight is (B)(6). The customer¿s report of an over infusion of lipids could not be confirmed. The log analysis did not show any infusion performed at the reported incident rate of 0.2ml/hr. There was no recording of an infusion running for 12 continuous hours from a start at approximately 1700 hours (5:00pm) on (B)(6) 2018 (12 hours prior to the reported event time). Inspection of the pump module revealed an extraneous object lodged within the interior grooves of the platen assembly that was identified to likely be a broken post from either an occluder finger or torque finger component; however it did not affect the rate accuracy performance. No broken post was found on these components inside the pumping mechanism assembly. Functional testing showed the pump module was under infusing outside the error specification; this finding would not have contributed to the reported incident. The error was corrected with recalibration of the pump module. The disposable set was not returned for investigation. The root cause for the reported event could not be identified. It is possible that the wrong device was returned for investigation; however, the customer did not respond to requests for confirmation of this.

Event description:
The customer reported that a 100ml bag of lipids was programmed to infuse at 0.2ml/hr however after 12 hours the patient received 17ml instead of the expected 2.4ml. As a result, the patient's triglyceride level was greater than 4800 and the patient's blood appeared "milky". Staff was unable to perform other lab tests because of the amount of lipids in the patient's blood stream, i.e. Cbc or abg. The volume left in the 100ml bag was 83ml indicating that 17ml of lipids had been infused to the baby during that 12 hour period, 14.5ml more than should have been administered. The volume left in the tubing would not account for that much excess. The customer reported that the patient was a (B)(6) infant born at (B)(6) weeks. The patient died 4 days after this event and the facility's neonatologist does not allege that this incident was the cause of death; the patient had many additional contributing issues due to the extreme prematurity.